Event description:
It was reported that three 512s were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the gaskets were torn on the devices. This caused a leak of pneumo.